Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. During the procedure, a 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use; however, at second inflation, it was noted that the balloon ruptured at 10atm. Another 6.00mm/2.0cm/90cm peripheral cutting balloon was used but the balloon ruptured at second inflation at 10atm. The devices were retrieved without problem and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.